Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) received one shock on two different occasions in which both times they had lost consciousness just prior to receiving the shock. Upon interrogation it was revealed that the patient experienced an arrhythmia with rates in 300 beats per minute range. No allegations were made towards the device. The field representative later reported that the device was interrogated with normal function noted earlier in the year. However, this patient has not been seen in the clinic since their last report of loss of consciousness. A scheduled visit has been made in a couple months.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.